Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A biomedical engineer reported that the laser stopped working during a surgical procedure. The system was rebooted to complete the procedure. There was no harm to the patient.